Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The sensing vector was in primary at the time of the shock. Also, the impedance was 101 ohms, which is high but withing normal limits. Technical services discussed some programming options. An x-ray was done and then the sensing vector was reprogrammed to the secondary vector. There were no additional adverse patient effects. The system remains implanted.